Manufacturer narrative:
(B)(4). Investigation: a video of the event occurring was submitted to terumo bct. The EKG monitors that the customer uses include: datex ohmedea s5, dräger infinity gamma, a third unknown make in the ICU. All monitors react in the same distorted way. The monitor is always on the opposite side of the patient to the optia. A service call was placed for this issue. The service technician downloaded run data files for review. Review of the run data files by terumo bct global technical support did not indicate any issues with the functionality of the device and that all power supply and voltage readings were normal. Potential causes of the event that the customer experienced could include electromechanical interference, interference due to a shared power source and grounding issues. Per a provided EKG operator's manual, peristaltic pumps can interfere with the EKG function. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer was unable to locate the patient's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined, but most likely due to an issue with the EKG device. Corrective/preventive action: sales placed another demo machine to monitor for 3 months to see if there is any occurence of EKG issues as compared to the existing device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that pressing the pause and resume buttons on the optia device during a procedure created interference with an EKG monitor that was also in use. The EKG showed erratic spikes like a pacer, the ECG waveform was badly distorted and the monitor was reporting high heart beat frequency. The heart rate was checked with a pulse oximeter; the EKG showed it falsely high. The patient did not exhibit any symptoms of such a significant caridac arrhythmia. No medical intervention was necessary. The patient felt well throughout the procedure. The customer is no longer treating patients with cardiac problems on optia. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.